Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the ER (emergency room) due to receiving five shocks. It was noted that all shocks were appropriate therapy. However, for the right ventricular (rv) lead there was one t-wave oversensing noted on the presenting egm (electrogram) and some intermittent ventricular undersensing post shock during vf (ventricular fibrillation) zone events. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.